Event description:
Concerns with ICU plum pump with no safety alarm built into the system to alert nursing staff to restart pump when placed on standby mode. Rn placed pump that was infusing propofol drip on standby for lab draw and forgot to restart the IV pump. It was discovered rn forgot to restart pump when patient began to have seizures an hour after infusion. Rns need to have a work around to remind them to restart pump when placed on standby. Safety concerns as prior pumps from another manufacturer had an alarm feature in their system when placed on standby.